Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5076-52 implantable pacing lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the physician noted high ventricular thresholds in office at device follow-up. In x-ray, physician noted that pacemaker had migrated and pulled back on ventricular lead. The right ventricular (rv) lead was repositioned and suture down pacemaker. It was also reported the next day post-rv repositioning, there was undersensing on the atrial lead found on the remote pacemaker transmission. The lead remains in use. No patient complications were reported as a result of this event.